Manufacturer narrative:
This report is submitted on april 16, 2024.

Event description:
Per the clinic, the patient experienced no sound with the device. The device was explanted on (B)(6) 2010 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced extrusion of the electrode lead into the external auditory canal (specific date not reported).